Event description:
A device report from synthes (B)(4) indicated a surgeon in chile reported: pt was implanted with plate on (B)(6) 2012. The plate broke post-operative.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.